Event description:
Corporate product surveillance (cps) received a report from a peritoneal dialysis (pd) nurse who stated in 2009, the hp reported she started therapy early, and during the last dwell cycle, noted an alarm (unknown) and the cassette was leaking. The nurse stated that the hp reported abdominal pain, nausea and fever, and was seen in the emergency room in the next day. The patient was diagnosed with peritonitis and was hospitalized. On an unknown date, a peritoneal effluent culture and analysis were performed. The result of the culture revealed "no growth". The results of the peritoneal effluent analysis were unknown. The patient was treated with antibiotics (unknown). The nurse stated that the hp attributed the peritonitis to the leak from the cassette. During a follow up call 5 days later, the pd nurse contacted indicated she was not aware of the leaking cassette. The patient was discharged from the hospital 4 days later. The patient was contacted, and indicated the lot number is unknown, and the sample was discarded. The hp confirmed the leak occurred from the top of the cassette. The facility indicated the cause of the peritonitis was possibly related to a break in aseptic technique. It was not known if the patient was retrained in aseptic technique. The reporter believed the events were all unrelated to dianeal therapy.

Manufacturer narrative:
The sample was discarded, the lot number is unknown, and no companion samples are available for evaluation.

Manufacturer narrative:
During a conversation on 10-21-09, the facility nurse reported that the patient had received vancomycin (dose and length of therapy unknown) for treatment of the peritonitis. The patient's outcome was good and the peritonitis has resolved.

Event description:
On (B)(6) 2010 it was reported that a homechoice pro, lot number 79787 overfilled a patient. At the time of the event, the patient was overfilled by the homechoice pro (B)(4). The last fill volume was 1500ml. The homechoice only drained 136ml at the initial drain and then filled the patient with 2000ml. There were no reported alarms. The patient felt discomfort and the nurse disconnected and manually drained the excess fluid. The device was removed and has not been used since. According to support worker the initial drain was set to 1200ml, but this is uncertain. There was no patient injury reported. The device is available for evaluation. Additional information was received on (B)(6) 2010. The manual drain yielded 3375ml. The patient's largest prescribed fill volume was 2000ml. This event meets increased intra-peritoneal volume (iipv) criteria. The drain volume was set at 0ml, however, it should have been 1200ml which was the patient's last fill volume.

Manufacturer narrative:
(B) (4)

Event description:
It was reported that the lead was repositioned in 2009.